Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 12 mg/dl. Prior to the event, the customer fainted. The customer stated that she can't feel when her blood glucose levels go up or down, and the sensor never warned her. Troubleshooting was performed, and found that the am/pm portion of the time was wrong. Assisted with the correct programming. Advised the customer of the importance of having the correct programming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.